Manufacturer narrative:
This report is submitted on september 29, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown at magnet site and developed cellulitis; subsequently the patient was placed on a course of oral antibiotics for 10 days (date not reported).